Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn:(B)(6). Used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that when trying to burr the tibia during a cori procedure, they received the tibia bone model unable to generate error. They cleared the points, re-mapped the tibia, and proceeded with the case with minimal delay (fewer than 30 minutes). There was no injury to the patient. No other complications were reported.